Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the surgeon noticed that lens was flipped upside down when inserted. The lens was explanted during initial procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).